Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported event of no pacing was not confirmed. As received, the device output was normal. Telemetry communication was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range with signs of rapid depletion. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer reference number: 2017865-2021-35478. It was reported that patient presented in emergency room (ER) due to failure to communicate their pacemaker to the home monitor. Patient had slow rhythms with near syncope and went asystole. The pacemaker was unable to be interrogated in the clinic with a programmer, while also having no magnet response when attempting to force the device to pace. It was also noted that patient's right ventricular (rv) lead caused pocket stimulation. Furthermore, the lead had oversensing resulted in pacing inhibition and pacing at the left shoulder area. The pacemaker was reprogrammed to explant and replaced on (B)(6) 2021. The lead was capped and replaced at the same day. Patient was stable with no further asystole.